Event description:
A wound drain while it was being "milked" by taking an object that is smooth and pressing it against the drain to get the excess exudate into the reservoir. The drain was being used in a pt as a chest tube. The break occurred outside the body. The drain was cut off at the break area and reattached with a connector. No further complications were reported.